Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported the device had 'flipped over', and migrated from the armpit to the throat area and back. This was causing chest pains. It was reported the physician was not surgically correcting the issue because of the risk of infection. Additional information was received stating the pocket was revised superior to the original pocket, and at the same time the ventricular lead was repositioned. During this procedure the patient developed a pneumothorax. Three months later the pocket was revised again.

Event description:
Guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported the device had 'flipped over', and migrated from the armpit to the throat area and back. This was causing chest pains. It was reported the physician was not surgically correcting the issue because of the risk of infection. Additional information was received stating the pocket was revised superior to the original pocket, and at the same time, the ventricular lead was repositioned. During this procedure, the patient developed a pneumothorax. Three months later, the pocket was revised again. Approximately five and one-half years later, this device was removed without further allegations against this device.

Manufacturer narrative:
This is the information known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.